Event description:
It was reported that vessel dissection occurred. The subject underwent treatment with ranger drug-coated balloon on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the right common femoral artery and proximal superficial femoral artery with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm with lesion length of 60 mm and 50% stenosis and tasc ii lesion classification yet to be captured. Prior to target lesion treatment, balloon dilation was performed with 6 mm x 40 mm mustang pta balloon. Treatment of target lesion was performed by dilatation using study device, 6 mm x 80 mm ranger drug-coated balloon. Following treatment, the final residual stenosis was noted to be 0%. On (B)(6) 2022, on the same day of index procedure, during treatment of the target lesion, dissection of grade e was noted. Per edc, in response to the dissection in the target lesion, bailout stent was placed, and post treatment final residual stenosis was noted to be 0%. Per edc, on the same day, the complication was resolved and on (B)(6) 2022, the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6).

Manufacturer narrative:
A1. Patient identifier: (B)(6). B5: describe event or problem updated. B6: relevant tests/laboratory data updated. H6: patient codes, impact codes, evaluation result codes and evaluation conclusion codes updated.

Event description:
It was reported that vessel dissection occurred. The subject underwent treatment with ranger drug-coated balloon on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the right common femoral artery and proximal superficial femoral artery with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm with lesion length of 60 mm and 50% stenosis and tasc ii lesion classification yet to be captured. Prior to target lesion treatment, balloon dilation was performed with 6 mm x 40 mm mustang pta balloon. Treatment of target lesion was performed by dilatation using study device, 6 mm x 80 mm ranger drug-coated balloon. Following treatment, the final residual stenosis was noted to be 0%. On (B)(6) 2022, on the same day of index procedure, during treatment of the target lesion, dissection of grade e was noted. Per edc, in response to the dissection in the target lesion, bailout stent was placed, and post treatment final residual stenosis was noted to be 0%. Per edc, on the same day, the complication was resolved and on 06-sep-2022, the subject was discharged on aspirin and clopidogrel. It was further reported that the dissection in the superficial femoral artery was caused by the 6mm x 80mm ranger balloon. In response to the event a 5mm x 40mm innova bare metal stent was placed.